Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the red light for patients to focus on is not aligned properly. It was noted after a service visit, the aberrometer is mounted on a scope using existing adapter and specialized dovetail. The three mounting screws on the dovetail had become slightly loose letting the aberrometer shift around during use causing the field of view in relation to the microscope to be off alignment. The screws were tightened and an adhesive was applied ensuring the proper alignment of the aberrometer. Proper mounting techniques were reviewed and it was suggested the customer not use the existing adapter. No patient harm reported.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative confirmed the reported event and tightened screws on the dovetail to resolve the issue. The company representative also provided training to the surgical staff on the correct way to remove the aberrometer from the microscope. The aberrometer attaches to the microscope via male dovetail that slides and locks onto the female dovetail bracket that is mounted on the microscope. The dovetail enables to the customer to remove/replace the aberrometer from/onto the microscope at the customer¿s preference. Thus, based on the information obtained for this investigation, the root cause of the reported event is likely attributed to customer use/handling. However, this is unable to be determined conclusively with the information provided for this investigation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).